Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer's pump alarmed for replace battery now. Customer blood glucose was unknown. Customer states that she received new pump and she got replace battery now alert. Customer advised to replace battery cap and monitor the pump. Product was not to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power loss alarm or replace battery alert noted during testing or in the insulin pump trace download. Unit was received with scratched case.